Event description:
The user received questionable results for multiple applications on the cobas c501 analyzer. The event involved 16 patient samples. Five samples were discrepant for c-reactive protein (crp), creatinine plus (crep2), albumin (alb) and/or cystatin c (cysc). The samples were repeated on another cobas instrument. Patient sample 1, the initial crp result was 58.1 mg/l; the repeat result was 26.1 mg/l. Patient sample 2, (B)(6) female, date of birth (B)(6). The initial crep2 result was 105 umol/l; the repeat result was 66 umol/l. Patient sample 3, (B)(6) female, date of birth (B)(6). The initial alb result was 51 g/l; the repeat result was 38 g/l. Patient sample 4, (B)(6) male, date of birth (B)(6). The initial cysc result was 0.98 mg/l; the repeat result was 1.29 mg/l. Patient sample 5, (B)(6) female, date of birth (B)(6). The initial crp result was 253 mg/l; the repeat result was 79.2 mg/l. The initial results were reported outside the laboratory. From (B)(6) 2010 until (B)(6) 2010 the customer reported the repeat results as corrected reports to the medical doctors for these patient samples. The corrected reports were issued before any of the patients were wrongly treated. No adverse events have been alleged regarding this event. The reagent lot numbers for crp, crep2, alb and cysc were not provided. The field service engineer replaced rinse station tubing, rinse station related valve and reagent probe. No further issues have been reported since service visit. After further investigation an exact root cause could not be identified.

Manufacturer narrative:
The event occurred in (B)(6).